Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a ¿gas loss in iab circuit¿ message multiple times. There was patient involvement; however, no injury or harm was reported. The customer replaced the device with another unit. No patient harm occurred during the transfer. The device is currently under warranty. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, no gas loss issue was observed during the procedures and no trace of blood was found in the pim (pneumatic interface module). All manifold tests were successfully completed. Performed all device calibrations in accordance with the procedures outlined in the service manual. The device passed all functional tests and was confirmed to be operating properly. The unit was returned for clinical use.